Event description:
It was reported that the customer's insulin pump alarmed motor error multiple times. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. No further information was provided.